Manufacturer narrative:
This information is based entirely on journal literature. This report represents case #1 reflected in the article. Referenced article: successful extraction of right ventricular lead remnants using the flexcath® steerable sheath. J. Intervent. Card. Electrophysiol. 2016;45(1):107-110. This lead was also previously reported in a timely manner in the manufacturer's report 2649622-2014-14215. This was submitted 2014-12-09. Concomitant product: 6932 implantable tachy lead. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted implantable cardioverter defibrillator (ICD) system. The article indicated that the patient¿s right ventricular (rv) lead showed ¿elevated lead impedance¿ and was capped and a new right ventricular (rv) lead was implanted. One year later, there was noise seen on the newer lead as well as low impedance. The patient was referred for a total lead extraction for both leads. During the procedure to remove both leads, pieces of the rv lead going into the right atria (ra). Many tools and attempts were done to retrieve the lead pieces, and subsequently a sheath was used; however, the lead was too ¿bulky¿ to go through the sheath, therefore, a ¿venous cutdown¿ was done to completely remove the lead. There was no effusion or tricuspid valve injury seen. The new system was implanted and the patient was discharged three days post-operatively. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.